Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse determined that the host pc needed to boot up manually. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified cmos battery failures in both pcs. To resolve the issue, the fse replaced the batteries. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.